Event description:
It was reported that because of reports of "popping, clicking, squeaking, grinding and patellar clunk", the pt had a complete tka revision.

Manufacturer narrative:
Under investigation.